Manufacturer narrative:
The impella 2.5 was not return by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old female patient had impella 2.5 pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the patient developed access site bleed during impella support. As a result, the patient was administered 2 units of blood products. No further information was provided.